Manufacturer narrative:
Age at time of event/date of birth were not provided. Patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a driveline fault alarm occurred on (B)(6) 2017. The patient was asymptomatic. Log file analysis completed by the manufacturer's technical services representative revealed pump stoppages only when the system controller was connected to the power module. The patient was provided an ungrounded power module patient cable for use with power module support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Although the report of driveline fault was confirmed through the evaluation of the submitted system controller log file, the cause could not be conclusively determined. In addition, a direct correlation between the device and the reported events could not be conclusively established. The submitted system controller log file contained data from (B)(6) 2016 through (B)(6) 2016. Intermittent driveline fault alarms were captured throughout the duration of the log file, corresponding with phase 3 values observed lower than phases 1 and 2. Intermittent driveline disconnected/motor stopped alarms were also captured, which only appeared to occur while supported on the power module. Based on previous complaint history, the captured events appear consistent with a potential driveline issue. The patient remains ongoing on (B)(4), and no further related issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.